Manufacturer narrative:
Correction to incident report date.

Event description:
According to the complaint, the hospital reported, on (B)(6) 2025, at 22:00, after the nurse collected the blood sample and was preparing to use the analyzer, the analyzer displayed a black screen and could not start normally. It was determined to be a screen issue, requiring a screen replacement. Additionally, the engineer reported that during the on-site inspection, it was found that the actual damage was to the cpu. The issue was resolved by replacing the cpu.

Manufacturer narrative:
Upon further investigation it was determined that the analyzer was not processing any samples at the time of the incident, making this a non-reportable incident.

Event description:
According to the complaint, the hospital reported, on (B)(6) 2025, at 22:00, after the nurse collected the blood sample and was preparing to use the analyzer, the analyzer displayed a black screen and could not start normally. It was determined to be a screen issue, requiring a screen replacement. Additionally, the engineer reported that during the on-site inspection, it was found that the actual damage was to the cpu. The issue was resolved by replacing the cpu. Upon further investigation it was determined that the analyzer was not processing any samples at the time of the incident, making this a non-reportable incident.

Event description:
According to the complaint, the hospital reported, on (B)(6) 2025, at 22:00, after the nurse collected the blood sample and was preparing to use the analyzer, the analyzer displayed a black screen and could not start normally. It was determined to be a screen issue, requiring a screen replacement. Additionally, the engineer reported that during the on-site inspection, it was found that the actual damage was to the cpu. The issue was resolved by replacing the cpu.